Event description:
It was reported that pump experienced malfunction alarms, but no blood glucose values or health effects were provided. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was reset by turning it off and on but malfunction alarms continued, so pump was planned to be returned for evaluation and a replacement pump was provided.